Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The dose was adjusted to specifications. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the dose was out of tolerance on the stenoscop system. No patient injury was reported.